Manufacturer narrative:
Additional information: d4, h4, h6. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient arrhythmia and surgical intervention appear to be related to operational context. In this case it is possible that the reported patient arrhythmia and surgical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A diamondback 360 orbital atherectomy device (oad) was used for treatment in a lesion. The clinical events committee reviewed the images and identified bradycardia that occurred post-procedure that required a pacemaker. The site did not report an adverse event or malfunction related to the oad. No further information is available. Subject ID: (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A diamondback 360 orbital atherectomy device (oad) was used for treatment in a lesion. The clinical events committee reviewed the images and identified bradycardia that occurred post-procedure that required a pacemaker. The site did not report an adverse event or malfunction related to the oad. No further information is available. Subject ID: (B)(6).